Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touch screen was unresponsive. It was also reported that the "cartridges did not seat well". There was no reported adverse impact to customer's blood glucose level. The customer declined a follow up from tandem technical support and no further information was provided.